Event description:
It was reported that this pacemaker experienced multiple lead safety switches for the non-boston scientific right atrial (ra) lead. Noise and far-field oversensing were noted, but when the ra lead has was checked, no noise could be reproduced. Ra lead impedance had been erratic. It was found that multiple automatic safety switches had occurred on 15 apr 2018 due to pacing impedance greater than 2000 ohms. Boston scientific technical services provided recommended programming changes. Reportedly, the clinician intended to continue to monitor the patient and adjust programming as needed at the patient's next follow up. No adverse patient effects were reported. This pacemaker and the non-boston scientific ra lead remain in service. Additional information was received that this pacemaker was explanted due to device upgrade. It was noted that this patient had developed slow vascular flow on the left side after fistula placement. Rather than adding a lead on the slow flow left side or tunnel over, it was decided to explant this pacemaker system, to promote vascular flow and reimplanted a biventricular system from the right side. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker experienced multiple lead safety switches for the non-boston scientific right atrial (ra) lead. Noise and far-field oversensing were noted, but when the ra lead has was checked, no noise could be reproduced. Ra lead impedance had been erratic. It was found that multiple automatic safety switches had occurred on 15 apr 2018 due to pacing impedance greater than 2000 ohms. Boston scientific technical services provided recommended programming changes. Reportedly, the clinician intended to continue to monitor the patient and adjust programming as needed at the patient's next follow up. No adverse patient effects were reported. This pacemaker and the non-boston scientific ra lead remain in service. Additional information was received that this pacemaker was explanted due to device upgrade. It was noted that this patient had developed slow vascular flow on the left side after fistula placement. Rather than adding a lead on the slow flow left side or tunnel over, it was decided to explant this pacemaker system, to promote vascular flow and reimplanted a biventricular system from the right side. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker experienced multiple lead safety switches for the non-boston scientific right atrial (ra) lead. Noise and far-field oversensing were noted, but when the ra lead has was checked, no noise could be reproduced. Ra lead impedance had been erratic. It was found that multiple automatic safety switches had occurred on (B)(6) 2018 due to pacing impedance greater than 2000 ohms. Boston scientific technical services provided recommended programming changes. Reportedly, the clinician intended to continue to monitor the patient and adjust programming as needed at the patient's next follow up. No adverse patient effects were reported. This pacemaker and the non-boston scientific ra lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the evaluation conclusion code has been updated.